Event description:
The customer did not specify the nature of the problem with the canopy they were returning. There was no pt injury reported. Inspection of the returned product to posey found that on both panel a and b the zippers slider body is open.

Manufacturer narrative:
(B) (4): eval results: eval of the returned product found that panel side a, the zipper slider body is open, panel side b, the zipper slider body is open. There is other damage to the canopy that does not pertain to this complaint. (B) (4)